Manufacturer narrative:
The device used in this case was not returned. A device history record could not be conducted for the handpiece in question. Handpieces are released meeting all qa specifications. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating or inserting the minerva disposable handpiece. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury including perforation. The relationship between the device and the reported adverse event could not be established.

Event description:
Dr. Performed a minerva procedure in a patient suffering from aub (e). At the time of the procedure the rf controller indicated a potential perforation. The device was removed and re-inserted. Uterine integrity test was re-initiated and ultimately passed. Endometrial ablation was performed. Device was removed and the patient discharged. Approximately 6 days after the procedure the patient returned complaining of lower abdominal pain. Wbc was elevated. CT-scan was performed and found free air in the abdominal cavity. Laparoscopy was performed and revealed intestinal thermal injury. The patient underwent bowel resection and hysterectomy. The patient fully recovered.